Manufacturer narrative:
This event was reported to the FDA, medwatch # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva tpn bag was observed leaking after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: from "it was reported that an exactamix 3000ml eva tpn bag" to "it was reported that an unspecified quantity of exactamix 3000ml eva tpn bags". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One nonconformance was found related to this lot for a leak test failure and all affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.